Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient received an appropriate therapy which converted the patient back to sinus. However, the measured lead impedance for the therapy was high. Egm indicated that the high impedance was a valid measurement for a delivered pulse widths. The physician later capped the lead. When the ICD was connected to the new lead, hv lead impedance was still high. Consequently, the device was replaced.